Event description:
On 04/2002, the user facility's special procedures manager informed the manufacturer's representative of the following: physician flushed device prior to implant, device functioning as intended. After implant flushing attempted, pinhole leak observed in arterial extension leg.